Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was being remotely controlled during the middle of a surgical case, and because of this, the user could not access the drawers required to retrieve critical medications. A technical support specialist (tss) logged into the pyxis without issue to administer anesthesia medications. After intubation, when attempting to retrieve another medication, the pyxis was found to be remotely controlled by another individual, preventing drawer access. The tss restarted the pyxis, but the remote session resumed. The inpatient pharmacy was contacted, but they were unaware of any activity. Eventually, the tss was able to type into the search bar under the remote session, requesting the individual to log out. The individual logged out, and the tss regained access to the pyxis to obtain the required medications. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was being remotely controlled during the middle of a surgical case, and because of this, the user could not access the drawers required to retrieve critical medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was being remotely controlled during the middle of a surgical case, and because of this, the user could not access the drawers required to retrieve critical medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.